Event description:
This is report 1 of 2 for the same event. It was reported that during a spine surgery the burr/cutter device would not release from the attachment device. There was no delays in the surgical procedure an identical spare device was available for use. The surgery was completed successfully. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).